Manufacturer narrative:
E1: first name and last name of initial reporter is unknown h3: product analysis for product: 9560524, lot no: my20e001 during the inspection at the time of acceptance, the requested symptoms were duplicated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding a spinal product that was used in an unknown spinal therapy. It was reported that holder portion is loosening. There is no patient involved in the event and no further complications or symptoms were reported.